Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: the report of stenosis of the outflow graft could not be confirmed through this investigation. The account reported that there was stenosis of the outflow graft due to a stable thrombus at the interface of the outflow graft and cannula (bend relief). The submitted log file revealed a slight increase in power, flow, and pulsatility index (pi) over time. No unusual events were noted. The pump speed remained above the low speed limit for the duration of the log file. The system appeared to function as intended. Multiple requests for additional information have been sent to the account; however, no response has been received. The relevant sections of the device history records for vad-16844 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU emphasizes that the graft must not be kinked or positioned where it could abrade against a pump component or body structure. In addition, this document states to verify that the graft is not twisted or kinked by checking that the black line on the graft above and below the bend relief is straight. This document also explains that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had suspected mild stenosis of the pump outflow graft caused by a stable thrombus at the interface between cannula and graft. A log file was sent in for analysis which found an increase in pump power over time.